Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it was twice found in the 'storage' mode in the last two months. In the storage mode, the device is unable to charge and deliver therapy to the patient.